Event description:
It was reported that during deep flap procedure that there were malformed clips appliers. Another instrument was used to complete the procedure with no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.